Event description:
The customer reported that the ortho provue misread a sample barcode ID number. The customer indicated that they reviewed the results after the completion of the run and noticed the difference in sample numbers. The provue is not linked to the lis system. The same sample tube was placed on the sample carousel a second time and the sample barcode was correctly identified by the provue. No erroneous results were reported. Sample misidentification may lead to the reporting of erroneous test results.

Manufacturer narrative:
A possible root cause, torn/damaged barcode label, was determined regarding the barcode misread issue. During ocd customer technical services (cts) troubleshooting assistance with the customer, the customer inspected the sample barcode label and determined that part of the label was torn/ damaged. This resulted in the provue's incorrect read of the barcode. The provue and the hand held scanner were able to read the same label correctly when the untorn side of the label was read. The customer replaced the torn label with a newly printed one and retested the sample on the provue. The provue identified the correct sample barcode ID number. Provue malfunction was not identified. User error could not be ruled out as a contributing factor. This customer has not logged any complaints against this instrument since this incident. Incident is isolated. (B) (4).